Event description:
It has been reported that the system could not complete start up due to pan handle on geometry module sticking down. The device was not in clinical usage at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not complete the start up. Upon inspection, the fse found that the pan handle on geo module was stuck pressed all the way in and was broken, hence the customer could not move it. The fse replaced the control module. After replacement of control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.